Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd881540 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Event description:
On (B)(6) 2011, during a call with the home patient (hp) and the registered nurse (rn), it was reported to baxter's technical service center that the patient was not able to connect to the patient line. Baxter was informed that the patient had been hospitalized to have his catheter moved, had just been released from the hospital, and was not able to connect to the patient line. The hp reported that he had been sent home with a plug in the patient line and no transfer set attached. The nurse advised the hp to come to the dialysis center immediately. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdn) who reported that the hp was unable to resume therapy when he was released from the hospital. The pdn reported that they had tried numerous things (unspecified) and nothing worked. The pdn stated the hp was back in the hospital due to an infection. On (B)(6) 2011, baxter received the following additional information: the patient had started treatment with ambuflex, 2.5%, 6000l, on an unspecified date (dose and lot information was not provided). On (B)(6) 2011 the patient was hospitalized for a kinked peritoneal catheter. The catheter was repositioned and the patient was discharged on an unspecified date. On (B)(6) 2011 the patient came into the clinic because the "suture line was leaking." The patient was given one dose of an unspecified antibiotic by the nurse at the clinic and the patient was re-hospitalized on (B)(6) 2011. The patient was diagnosed with peritonitis on (B)(6) 2011. The peritoneal catheter was removed and the patient was put on hemodialysis. The patient received remedial treatment of "cefepime," 1 gm daily for 14 days for the peritonitis. The patient was discharged from the second hospitalization on (B)(6) 2011. The patient recovered from the peritonitis on an unspecified date. The nurse stated the peritonitis was not related to a baxter product and was most likely due to touch contamination by the patient.